Manufacturer narrative:
It was reported that the patient has wear of the articular bearing joint prosthesis. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has wear of the articular bearing joint prosthesis. Revision surgery is planned to exchange the poly inserts.